Event description:
It was reported that the patient presented with unstable angina and on (B)(6) 2022 two xience skypoint stents (2.5x23mm, 3.0x28mm) were implanted. On (B)(6) 2022, the patient was re-hospitalized for chest; however, no treatment was provided and it was noted there was no adverse patient sequela. Patient was discharged the following day on (B)(6) 2022. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent hospitalization appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.